Manufacturer narrative:
The device was returned for inspection. A definitive root cause could not be determined. Based on the results of the investigation, an instrument channel clog, the presence of borescope gel inside the channel, and debris inside the lens were confirmed; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during device evaluation, the gastrointestinal videoscope had clogged instrument channel and cannot pass a brush through, borescope gel found inside the channel, and debris inside the lenses. There was no report of patient involvement.